Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a high pressure issue was observed. The device's in-line filter and tubing was replaced to address the issue.